Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
Customer reported that at the beginning of a case on (B)(6) 2024, the light source malfunctioned and was cutting out. They were able to use a back-up unit from another room to complete the procedure. Customer estimated switching out the unit delayed the case for approximately 10 minutes. They reported that there was no patient impact.

Manufacturer narrative:
Device evaluation by the manufacturing site: conclusion: the reported issue "the light was cutting out" is verified in dqa and confirmed by logged events 400 and 404. Those codes are caused by a known software bug which is solved with current software version (c01.11.01) further, the flex line of the touch controller is not correctly plugged in and locked. This mainly leads to touch problems. This seems to be a individual failure during manufacturing. Most probable root cause: a faulty front panel (by individual manufacturing issue) and the installed software (c01.10), which has lacks while power down and event handling. This event is filed under internal complaint ID (B)(4).